Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow-up. It was noted that the right ventricular lead exhibited noise over-sensing. Provocative testing was performed and the noise could not be reproduced. The patient was to be monitored.

Event description:
Related manufacturing number:2017865-2021-36626. New information received on 22 oct2021, indicates that the patient presented with syncope, noise, and functional loss of sensing. The right atrial lead also presented with noise. The leads were explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
A complete lead was returned in one piece. External insulation abrasion was noted at 15.7 ¿ 15.9 cm from the pin breaching the outer insulation and exposing the outer coil. The damage was consistent with lead friction to the ICD can, and the reported events were consistent with the damage found.